Event description:
It was reported that the sterile water leaked from the foley catheter when the syringe was removed after injecting sterile water to the balloon. Per follow up information received via ibc on 06oct2022, it was stated that there was no patient involvement.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual: received a 2-way catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Therefore product meets specifications according which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water leaked from the foley catheter when the syringe was removed after injecting sterile water to the balloon.